Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer stated that the insulin pump had several motor error alarms after rewind and prime process. No motor error troubleshooting was performed. Customer also reported to have experienced a high blood glucose of over 600 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose drive support disk.motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.